Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Issue was resolved prior to call to technical support. The pump90 began charging after using a non-tandem wall adapter and a tandem charging cable.